Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced malfunctioning comm sled to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.